Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3-4 functional ventricular mitral regurgitation (mr) with a dilated left ventricle for a mitraclip procedure. During the procedure, mitraclip xtw was implanted and the physician determined that the clip opened while locked (cowl) more than before the deployment. It was noted that the clip was attached to both the leaflets. Additional mitraclip xtw was implanted lateral to the first clip. All steps were performed as per IFU. The final mr reduced to grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement of clip open while locked could not be replicated in a testing environment due to the condition of the returned device (clip was deployed and not returned). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported unintended movement associated with clip opening while locked. The reported unexpected medical intervention was a result of case specific circumstance as another clip was implanted to stabilize the reported clip. There is no indication of a product issue with respect to manufacture, design, or labeling.